Event description:
The surgeon reported that this drill bit broke following use where it interfaces with the drill chuck. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec is unable to perform an investigation on this device as it was discarded by the user facility. An investigation of a similar reported event found excessive lateral force caused this type of failure. The instructions for use (IFU) provides the following: cautions: prior to use, cleaning or sterilization, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure proper function; no loose pins or misalignment, and that the instrument is in good physical condition. Inspect instruments after use to ensure, it has not been damaged. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.